Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified superficial femoral artery. The stabilizer on the handle broke and travelled down the length of the catheter during deployment of the stent. This startled the physician while he was deploying the stent, and the stent implant jumped forward causing shortening and crumpling of the stent implant on the proximal end. The stent implant was deployed partially in the intended lesion due to the stent shortening. Another non-abbott stent was deployed to cover the rest of the lesion successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose strain relief tubing was able to be confirmed. The inaccurate delivery and stent damage could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.